Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the doctor alleged the robot was making multiple cuts on the tibial plane during the tibial cut step. Additional information was received which stated, "cuts were uneven and two different planes". The doctor decided to transition to manual instrumentation. It was reported that the user did not use the stylist to check the cut. It was unknown if the robot mounted to the bed. There were no delays in the surgical procedure. There were no injuries, medical intervention or prolonged hospitalization. All information has been disclosed. No further information was provided.